Manufacturer narrative:
Manufacture date: december 9, 2016 ¿ december 10, 2016. One actual folusor unit was received for evaluation. A visual inspection was performed and noted fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of fluid inside the bag was visually identified to be untightened red luer cap (non baxter product). A functional leak test was performed by filling the unit with green colored water. After fill, the red luer cap was hand tightened by manually rotating the cap until the cap could no longer be rotated. No signs of a leak were observed at the red winged luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked. The device was filled with 4400mg of fluorouracil diluted with 3 ml of sodium chloride (nacl) for a total volume of 97 ml. The leak occurred prior to use; therefore, there was no patient involvement. No additional information is available.